Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, when repositioning the PICC line, it is noticeable that the PICC line is sluggish and there are occasional stops. The PICC line has been position-dependent before, so in consultation with a colleague we decide to back the PICC line 1 cm. When this is done, it is more clearly seen that fluid is leaking from the insertion. Pulls the PICC line and sees a sharp cut/hole at 6. Pulls the PICC line. No injuries. Patient gets a new appointment for PICC line insertion and treatment. PICC insertion (B)(6) 2025 and removal (B)(6) 2025. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-03548 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-03438.